Event description:
It was reported that the system locked up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated circuit boards and connectors, and adjusted the 5 volt power supply. The system operates as intended.